Event description:
User reports three pts with discrepant blood urea nitrogen (bun) results. Pt 1, 2008, initial result 107 mg/dl, repeat gave 33 mg/dl, pt 2, 2008, initial result 98 mg/dl, repeat gave 14 mg/dl, pt 3, 2008, initial result 72 mg/dl, repeat gave 15 mg/dl, initial results were not reported. The field service rep determined the gear pump and alignment of the r2 reagent probe to be the cause. He aligned both reagent probes, cleaned reagent from the top surface of the cuvettes and replaced the gear pump head. Performance tests performed which were within specification.